Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: a dynamic hip and condylar screw system (dhs/dcs) failed which resulted in a second surgery. This is report 3 of 10 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event reported as (B)(6) 2014. Exact details of event are unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.